Manufacturer narrative:
Visual review of the returned plate revealed that the device is indeed fractured. The complaint is confirmed. As the device was fractured, dimensional analysis was not conducted. Review of the complaint history identified no further actions are required, as no trends were identified. Review of device history records found these units were released to distribution with no deviations or anomalies. The device is considered to have been conforming to specifications when it left zimmer biomet control. It was stated in the complaint that the plate fractured during bending to adjust to the patients bone. Furthermore, it was indicated the sales rep was not present at the case, and the surgeon does not believe excessive force was used. With this information, the root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to correct information. Upon reassessment of the reported event, it was determined to be not reportable. The initial and follow up reports were forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
(B)(4). The previous supplemental was sent in error. It was found that this event is reportable due to a sentinel event/previous malfunction that resulted in serious injury. Corrected: adverse event and/or product problem and type of reportable event - malfunction only, as no serious injury occurred in this event.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Updated describe event or problem.

Event description:
During a procedure, while attempting to bend the fracture plate to adjust to the patient's bone, it fractured. No pieces fell into patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a procedure, while attempting to bend the fracture plate to adjust to the patient's bone, it fractured. Unclear if fractured pieces fell into the patient.